Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the implant of this system and in the days following the implant procedure, efforts to induce this patient were unsuccessful. An x-ray revealed the electrode appeared to be high. A revision procedure was performed and the electrode was repositioned. However, the patient still could not be induced. No additional adverse patient effects were reported.